Event description:
The customer reported that the ipc (image process controller) would not boot up. This will likely prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.